Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose readings. Customer is unsure of the cause of the low blood glucose readings, however believes that it may be that they were more active than usual. Customer declined troubleshooting as they do not feel there was any problem with the insulin pump. No further information reported.